Event description:
It was alleged that a patient's circuit tubing became disconnected from an af531 full face mask while the patient was using a bi-level positive airway pressure (bipap) device, causing the patient to desaturate. There was no report of serious or permanent injury, and no medical intervention was reported. The mask was discarded by the reporting facility and is not available for evaluation. The MFR's investigation is on going. Upon completion of the MFR's investigation, a follow up report will be filed.